Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, it was discovered that the pigtail of the kidney side was cracked. Additional attempts have been made to obtain additional information. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information provided by the account, stated that the stent was torn on the renal end of the stent, noticed upon removing the stent from the packaging. Based on this information, this event has been deemed to no longer be MDR-reportable.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, it was discovered that the pigtail of the kidney side was cracked. Additional attempts have been made to obtain additional information. Should additional relevant details become available, a supplemental report will be submitted.